Event description:
It was reported that: "during a vertebral vein fistula treatment, the physicians had an unwanted detachment of a 3x20 optiblock that left the coil in the parent vessel. The 15th coil was transferred successfully into an sl-10 and deployed in the target vessel. When detachment was attempted, the handle displayed a red/green flashing light. Numerous attempts were utilized to try and detach the coil including a wet 4x4 and altering the angle of the detacher during detachment. Red/green was still displayed time and time again with out detaching the coil. They decided to remove the coil. Upon removal, the coil unexpectedly detached in the microcatheter. The coil had to be removed by snare. This unwanted detachment extended the procedure one hour, requiring a snare to pull out the detached coil from the parent vessel and to re-access the target legion with a new sl-10. They continued embolizing successfully with an additional 15 coils. The coil in question was not checked per IFU prior to transfer into the microcatheter. The platform used was radial 6f sheath, sophia 6f, sl-10 straight. They were embolization a left vertebral artery with minor tortuosity. The procedure finished well as they successfully embolized the fistula with roughly 30 implants." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f240100850 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.